Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the physician observed a loss of capture and high pacing impedance on the left ventricular (lv) lead. A different lv connector sleeve was used to resolve the event. The patient was stable and there were no adverse consequences.